Manufacturer narrative:
H3/h6: the straight suction was returned and analyzed. The suction was not able to verify when attached to a known good tracker and displayed a divot error of 2.8 mm to 3.0 mm. The straight suction had several nicks and cuts at the tip. Codes b01, c07, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA: 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that it was difficult to register the probe instrument. There was no impact on patient outcome. It was noted that an incision was made when the issue occurred. It was reported that the site was able to register though it was hard. The procedure was completed with the reported probe and other instruments.